Event description:
It was reported via repair work order that the mattress power cord was frayed with exposed wiring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Parts sent to customer to perform repair.